Manufacturer narrative:
(B)(4).

Event description:
This was a procedure to treat a cto. The spectranetics quick cross capture was used to attempt a wire exchange. These attempts were unsuccessful. Upon removal of the device from the patient it was noted that the funnel of the device was absent or not functioning. Angiograms were performed to determine that there was not any of the device remaining in the patient. There was no patient injury or significant delay in treatment as the procedure was completed with use of another device that was readily available. Patient was discharged per preoperative plan.

Manufacturer narrative:
Device evaluation; during use the device was positioned at the treatment site which means that the device was patent at that time. At some point during the procedure, the inner lumen was pulled back explaining the bunching of the inner observed in the luer. The distal balloon fuse was delaminated (fuse separated) which explains why the balloon band was pulled proximally, and it is also the result of the inner lumen being pulled back. It was confirmed that the funnel separated at the funnel to inner fuse. The funnel band indentation on the inner was observed which is evidence that the funnel was fused to the device. We are unable to determine the sequence of events that could have led to the funnel falling off and the inner being pulled back.

Manufacturer narrative:
Type of reportable event corrected; evaluation codes updated to include device and patient codes.